Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info rec'd regarding this event after filing this report shall be filed on a supplemental MDR. No sample was returned for eval. The lot number is unk therefore a review of the device history record could not be completed. No conclusion could be drawn, as sample was not rec'd.

Event description:
Pt participated in a (B)(6) study for pt's with cervical degenerative disc disease who require single or multi-level anterior spinal fusion with the cslp small stature and the acf spacer plus dbx. Preoperative diagnosis was disk failure or prolapse. Pt was implanted at levels c5 c6 and c6 c7 with a cslp small stature plate. Pt had been experiencing pain for 36 months. Surgery date was (B)(6) 2004 and postoperatively pt experienced neck spasms requiring pe. This report is 4 of 7 for the same event. This complaint is on the right screw at c7 (14mm).